Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the initial customer report indicates that the dso (downstream occlusion) seal is delaminated. The complaint was confirmed during visual inspection. The dso seal was replaced with a new one. The performance verification test was performed. All tests passed within specifications. Probable cause: delaminated dso seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a delaminated downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.